Event description:
It was reported that the right atrial lead exhibited noise. The lead was capped and replaced during a routine device upgrade procedure. The patient was in good medical condition post procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.